Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (1 mg/ml at 0.19 mg/day) via an implantable pump. It was reported that the patient was in for a dye study and they were able to aspirate way more than a cc and the flow was great, but when they went to injected the dye, they were unable to trace the dye. The caller stated that the needle was right in the middle of the cap on the fluoro and it was clear csf was coming back, but they didn't see it anywhere along the path at all. The caller mentioned that they can see through the extension tubing on fluoro just exiting the catheter but nowhere else in the intrathecal space or where it's tunneled across the body to the abdomen. The caller also mentioned that the patient suddenly had body wide aches and felt a lot of fullness around the pump site, it was very irritating and after they pulled the needle out, there was still fluid coming out of the injection site with the 25 gauge needle. The patient said it felt a lot better now that they were done. The caller confirmed that there were no falls or trauma that occurred with the patient. The patient had not had a refill yet. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intrathecal catheter; product ID neu_unknown_cath (serial: unknown); product type: 0184-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.